Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, product investigation indicates that the infection allegation was addressed by return pip(B)(4). The lead was returned. The 'known inherent risk' conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed. No additional adverse patient effects were reported. The (rv) lead was explanted.